Event description:
It was reported pt stated stimulation was in the wrong location: left leg. On (B)(6) 2010, pt fell and went to the hosp where she spent about 2 weeks there. It was stated pt's lower intestine had burst during fall. The pt had an infection due to burst. The pt fell on the front of her right side. The pt was in ICU. Pt's husband had turned off stimulation. It was noted early in august, pt noticed that stimulation was not working. The pt had no control over her symptoms. The pt had to use bathroom 5 times last night. It was noted that even with stimulation in the right area pt still had no stimulation control. It was later reported pt indicated a loss of therapeutic effect. The pt stated a shocking or jolting sensation occurred following a fall in (B)(6) 2010. Pt's symptoms were located at the perineum. Pt was home and in fair condition. It was further reported pt was having a lot of discomfort after the significant fall in (B)(6) 2010 and had gotten significantly worse in the past week. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).